Event description:
It was reported that the user was unable to turn and lock the pump connector when attaching it to the pump, despite the cartridge being fully seated and the connector oriented with the flat edge correctly; two connectors from one box would not engage, while a connector from a new box attached and turned without issue. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the initial box of connectors was suspected to have faulty connectors, while connectors from a different lot functioned as intended. It was concluded that the event was due to a defective disposable component, and replacement connectors were provided to the user.